Manufacturer narrative:
(B)(4). The event occurred some time in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a v-link luer activated device was missing its blue tip protector. The issue was found when inspecting product before distribution. Therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection revealed that the blue tube bushing was missing from the v-link. The reported condition was verified. The cause of the condition was due to operator error during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.